Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the pigtail, as the pigtail had been damaged and cracked. Customer's blood glucose level was in the 300 mg/dl range. Reportedly, the customer loaded a new cartridge to address the issue.